Event description:
The patient reportedly has a skin flap infection. On (B)(6) 2012, swelling was noted over the implant site. The patient was admitted to the hospital on (B)(6) 2012 and a needle aspiration was conducted. The patient was prescribed azithromycin 50mg once daily and keppra 125mg. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.